Manufacturer narrative:
(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty (th12) for treating centrum fracture on (B)(6) 2022. 4 ml of cement was applied to both sides. Next, additional volume of the cement was injected by a 1 ml syringe with the help of imaging. Then, they confirmed cement leakage by viewing a shadowy object. Furthermore, the cement seemed to leak right forward out of the centrum through postoperative x-rays. The procedure was completed without surgical delay. The surgeon commented as follows: since the leaked cement was a small volume, it would not adversely affect the patient. The patient showed no serious symptom 18 hours after the procedure. No further information is available. This complaint involves one device vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).